Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unknown sensor issue occurred. The patient reported that his receiver showed no readings. He had been asleep, and his girlfriend noticed there were no readings on the screen. He was not responsive, so she called for an ambulance. When paramedics arrived, they tested his blood glucose (bg) and it was 37 mg/dl. They administered an unknown dose of glucose and he recovered. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.